Event description:
It was reported that a user experienced prolonged rising blood glucose and a peak reading of 368 mg/dl on the first day of ilet use after multiple dexcom g7 data gaps, while the pump was delivering basal insulin at a modest rate. Symptoms included hyperglycemia. Outcomes included a temporary discontinuation of ilet therapy and transition to an alternate insulin delivery system, with intent to reconnect later. Investigation included remote data review, user education on device learning period, and guided troubleshooting with infusion set replacement and tubing fill, followed by monitoring recommendations and follow-up. Investigation of this case revealed no device alarms, confirmation of resumed insulin delivery after infusion set change, and user-initiated switch to another pump before further assessment could verify glycemic stabilization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.